Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the trans telephonic monitoring revealed that the pulse generator was in backup vvi mode. No intervention was reported.